Manufacturer narrative:
Covidien reference number: (B)(4). The customer reported to have performed extended self-testing on the device resolving the reported condition and all tests passed. Covidien was not authorized to repair the device.

Event description:
It was reported that, an 840 ventilator generated an inoperable diagnostic message. Although requested, information as to the use of the device at the time of the alleged malfunction has not been provided.